Manufacturer narrative:
No button error alarm noted. However arrow buttons did not respond due to unlock on lcd keypad connector. No frozen screen or audio beep anomaly noted. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to button keypad anomaly. Pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 389mg/dl at the time of incident, treated with manual injection. The customer was assisted with trouble shooting for high blood glucose. Customer stated that the insulin pump is frozen and keeps beeping. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.